Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, during the procedure, the suture was missing the link and it did not come out in step 3 when the plunger was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss & suture separation were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. Analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue cause by a posterior needle to cuff miss leading to a separation of the anterior. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.